Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation on the hemopro jaws fell off toward the end of the case. An additional small bridge incision was made to ligate the last three side branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. We have followed up with the hospital on multiple occasions; however, the hospital has not provided any additional information.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).